Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during an unknown procedure, the pfna blade became stuck to the insertion handle. The surgeon opened a new set of pfna blade and insertion handle instruments to complete the operation. There was a surgical delay of fifteen (15) minutes. The procedure was successfully completed. Concomitant device reported: unk - nails: pfna (part # unknown, lot # unknown, quantity 1). This complaint involves two (2) devices. This report is for one (1) impactor f/pfna blade. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G5: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: pfna blade perf l85 tan (part number 04.027.032s, lot 5l53624, quantity 1), protect sleeve 16/11 f/pfna blade (part number 356.818, lot l599740, quantity 1), nails: pfna (part number unknown, lot unknown, quantity 1). This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data: h3, h4, h6. Investigation summary: investigation site: (B)(4). Selected flow: device interaction/functional. Visual inspection: there are different strong marks of hammer blows visible at the impactor, most likely caused during the complained malfunction of the devices. Functional testing: the received blade could be attached/locked and detached/unlocked form the impactor without any issues. There is no indication that the impactor or the blade did contribute to the complained malfunction that the devices did get stuck. The malfunction was clearly caused by a deformation at the also received protection sleeve. Investigation conclusion: the complaint is confirmed as the complained malfunction could be reproduced with the received devices. This occurrence is caused by a deformation at the sleeve which was investigated under (B)(4). The impactor is functional as required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Device history lot: part number: 03.010.410. Lot number: l360166. Manufacturing site: (B)(4). Release to warehouse date: april 7, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: the insertion handle was the pfna blade impaction handle which became stuck. Concomitant device reported: unk - nails: pfna (part # unknown, lot # unknown, quantity 1). This complaint involves three (3) devices.